Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted for treatment of urinary incontinence. The patient experienced severe issues with urination, pelvic pain, and discomfort on an ongoing basis, has had numerous infections and cannot engage in sexual relations. The patient has sustained permanent and debilitating injuries.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and a mesh was implanted. It was reported that the patient underwent freshening of the edges and re suturing of the site for dehiscence of vaginal incision over the mesh site on (B)(6) 2007, due to dehiscence of vaginal incision over the mesh site. It was reported that the patient underwent a cystoscopy followed by infiltration of scar and release of scar in the anterior wall of the vaginal area (B)(6) 2009, due to possible trigonitis and dyspareunia. It was reported that the patient underwent an excision of entire mesh in the vaginal area with release of the urethra, urethral lysis, excision of extensive vaginal mesh in the anterior vaginal wall, cystoscopy on (B)(6) 2013, due to chronic pelvic pain from a previous mesh procedure. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).